Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, at the middle of the procedure, the five handles and one reload broke, would not clasp or grab and secure the suture. The operator opened products until getting one that worked. There was no patient injury.